Event description:
A customer reported that following a glaucoma shunt implantation procedure, the patient developed inflammation. The stent was removed one year, five months, and twenty eight days after the initial implant procedure. The patient was treated with topical drops, and the inflammation resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).